Event description:
The pt's meter was reported to have a power issue, which was not resolved with troubleshooting. Pt was taken to the hosp, where a lab test was drawn and tested. The lab result was 187 mg/dl, which does not reflect any serious injury. The pt was not given any treatment. This case is reported as a meter malfunction since the power issue was not resolved. There is no further clinical info reported.